Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received (B)(4) samples from the customer facility for investigation. The customer samples were evaluated and the customer¿s indicated failure mode of ¿glass breakage in the centrifuge¿ with the incident lot was not observed as all samples met the required specifications. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a 16x100 mm 10.0 ml bd vacutainer® glass serum tube broke during centrifugation. No serious injury or medical intervention was reported.

Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is pre-amendment and does not have a 510k associated with it.